Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error code err121 on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on 06/30/2016. The reported event of err121 was not confirmed. A root cause could not be determined.